Event description:
During a post spinal fusion procedure the physician used the dry 4x4, 16 ply gauze to pack the wound. When attempting to retrieve the gauze, it fragmented (disintegrated) into small pieces that were very difficult to retrieve. Several fragments were removed and wound irrigated. No add'l medical treatment was required.